Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unknown. Regulatory compliance will continue to monitor on monthly trend reports.

Event description:
Consumer reported that she had compress in freezer for about 1 year and has used it previously, however, she experienced frost bite and skin damage after using large cold compress for about (10) minutes on her right leg hip flexor. Consumer did not seek medical attention, however, she was self treating with aloe vera and is concerned about scarring and permanent skin damage.